Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The issue was unable to be duplicated. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the site turned the system on, it was stuck in initializing please wait. The site rebooted the system and was able to get past initialization.